Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #3 date of submission 12/09/2016 ¿ correction to d4 serial #.

Manufacturer narrative:
Follow-up #2: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box. The pump was returned with a crack in the battery compartment. There was no evidence of physical damage on the battery cap or the battery compartment threads. An intermittent power issue was not duplicated during the investigation. The battery cap was able to secure for testing. The pump was exercised for 24 hours with no loss of power occurring. The display screen was dim and discolored. The audio bolus button cover was torn, but still responsive. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.